Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the screen went blank intermittently. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.